Manufacturer narrative:
Result: motion interrupt pain; load cell.

Event description:
It was reported by service report that the motion interrupt pan was damaged and the scale could not be zeroed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.